Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi mode. No intervention had been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.